Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, chronic right atrial lead noise was reported which resulted in auto mode switch episode. Noise reversion episodes were also noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.